Event description:
It was reported that the patient had lost 40 pounds and the pump "digs against my ribs and hips." It started in 2014. Due to the weight loss, the pump moved. It was later reported that the positioning of the device was not corrected. No further steps were planned as of (B)(6) 2015, unless patient wanted pump moved in the future. The pump system was delivering baclofen. It was noted that they had switched the concentration of the medication because the patient only had to go in twice a year now. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).